Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. Follow up indicated during system downgrade, the lead was taken out and may have been damaged in the process. No patient complications have been reported as a result of this event.